Manufacturer narrative:
Examination of the returned pfc stem trial extract confirmed the threads are damaged. A functional test confirmed that the pfc stem trial extract would not assemble with a pfc rod trial. A search of the complaint database against product code 865226 did not return any similar reported events. The cause is attributed to cross-threading while assembling to the rod trials. Based on the root cause determination of misuse the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stem trial extractor will not thread onto any trial stem.